Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was inspected prior to use. The cannula was inspected prior to use with a pin gage. The tip cover was installed with an installation tool. Electrolube was not used. The arcing event occurred approximately after 30 minutes of use when the surgeon activated coag energy to separate tissue. Surgeon was using the fenestrated bipolar forceps and prograsp forceps, but there was no report of instrument collision. The instrument was not removed during the case. There were no report of post-surgical complications. The surgeon believed the quality of the instrument contributed to the arcing event. The tip cover will not be returned for failure analysis. Based on the current information provided, this complaint will remain reportable as it was alleged that during a da vinci-assisted surgical procedure, an instrument arcing issue was observed. Although no patient harm was reported, if this malfunction were to recur it could cause or contribute to an adverse event.

Manufacturer narrative:
Additional information can be found in sections: g4, g7, h2, h10 the instrument was escalated for further evaluation and advanced analysis. Electrical continuity passed. The instrument was then disassembled and the conductor wire did not exhibit any damage. Additionally, there was no charring inside the tube extension signifying that the source of the damage was not internal and was likely due to contact with another instrument. A tip cover would prevent this thermal damage so a tip cover was likely either not installed or had a hole in it. Both of these scenarios would be due to misuse. However, the tip cover was not returned to confirm this. Based on the current information provided, this complaint will remain reportable as it was alleged that during a da vinci-assisted surgical procedure, an instrument arcing issue was observed. Although no patient harm was reported, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in sections: g4, g7, h2, h10 additional testing was performed to try to replicate this thermal damage on another monopolar curved scissors (mcs) instrument. Failure analysis engineer (fae) was not able to induce any thermal damage on the tube extension with a non-damaged tip cover installed or by using a monopolar instrument near the mcs. Fae was able to get some thermal damage on the mcs with a tip cover that had a hole near the tube extension/proximal clevis interface. However, this damage was much more localized than in the reported mcs instrument. Using another monopolar instrument, a permanent cautery hook (pch), fae energized at the tube extension/proximal clevis interface of an mcs without an mcs tip cover installed, and slowly moved proximally on the tube extension. Thermal damage was observed that looked very much like the damage on the returned mcs. Fae performed the same test without a tip cover and with a tip cover that had a hole in it. The same thermal damage was observed. Fae noted once there is a hole in the tip cover and the thermal damage starts, the tip cover can be melted away resulting more area that is not covered by tip cover. This testing further supports that a tip cover would either need to have a hole in it or would have to be not installed in order for thermal damage to occur on the outside of the tube extension. Both of these scenarios would be misuse. Based on the failure analysis results, the initial MDR and MDR follow-up reports are being retracted as the damage to the instrument was found to be due to mishandling/misuse and not due to a malfunction of the product.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the tip cover accessory for failure analysis investigation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Intuitive surgical, inc. (Isi) received the monopolar curved scissors associated with this complaint and completed the device evaluation. Failure analysis confirmed the reported failure. The instrument was found to have thermal damage on the orange section of the tube extension. Black char marks were present at the distal end. Any material missing from the damage of the tube extension is likely thermally induced rather than mechanically induced. The known common cause of this failure is mishandling/misuse. The instrument was escalated for further evaluation and analysis. At this time, the investigation is still in progress. The root cause of the customer reported failure has not been confirmed. A follow-up MDR will be submitted to the FDA once the failure analysis investigation has been completed and/or if additional information is received. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, an instrument arcing issue was observed. Although no patient harm was reported, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
During a da vinci-assisted surgical procedure, it was reported that the user noticed a burnt smell. Upon inspection, the insulated area of the front end of the scissors was burnt. The instrument was replaced; however the instrument was burnt at the same place. User was using a valleylab generator, and the monopolar setting was 50. The procedure was completed with a harmonic ace instrument. There was no reported patient injury. There was no report of fragment(s) falling inside the patient. Due to the reported issue, there was a surgical delay of ten minutes.